Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 709955) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, ovarian cyst and endometriosis. Concomitant products included bupropion (wellbutrin) from 2015 to 2018 and sertraline (zoloft) from 2001 to 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping / lower stomach near vagina"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), weight increased ("weight gain") and ovarian cyst ruptured ("ruptured ovarian cysts"). The patient was treated with surgery (B)(6) 2014, bilateral salpingectomyoophorectomy (one side removal of ovary).). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal infection, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, alopecia and ovarian cyst ruptured outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, migraine, ovarian cyst ruptured, pelvic pain, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most,if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - in october 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, dyspareunia, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 709955) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, ovarian cyst and endometriosis. Concomitant products included bupropion (wellbutrin) from 2015 to 2018 and sertraline (zoloft) from 2001 to 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping / lower stomach near vagina"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), weight increased ("weight gain") and ovarian cyst ruptured ("ruptured ovarian cysts"). The patient was treated with surgery ((B)(6) 2014, bilateral salpingectomyoophorectomy (one side removal of ovary).). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal infection, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, alopecia and ovarian cyst ruptured outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, migraine, ovarian cyst ruptured, pelvic pain, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most,if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, dyspareunia, abnormal bleeding. Most recent follow-up information incorporated above includes: on 16-apr-2018: pfs and medical record received:medically confirmed case. Reporter and patient demographics were added. Updated suspect drug indication. Concomitant disease, concomitant drug, lab data were added. Events vaginal infection, apareunia, migraines, headaches, dysmenorrhea, dyspareunia, hair loss and ovarian cyst ruptured added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ovarian cyst ruptured ("ruptured ovarian cysts") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 709955) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, ovarian cyst and endometriosis. Concomitant products included bupropion hydrochloride (wellbutrin) from 2015 to 2018 and sertraline hydrochloride (zoloft) from 2001 to 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping / lower stomach near vagina"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and alopecia ("hair loss"). On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2014, bilateral salpingectomyoophorectomy (one side removal of ovary).). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, ovarian cyst ruptured, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal infection, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, alopecia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst ruptured, pelvic pain, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most,if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, dyspareunia, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: plaintiff fact sheet received, event added- abnormal bleeding (vaginal, menorrhagia). Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.